Event description:
The 1523215 cusa selector tip flue "melts". The patient was not harmed as a result.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.